Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 (mg/dl). Customer consumed juice and food to stabilize bg levels. Reportedly, contact believes that the pump may be "overdosing" customer. Review of pump data by tandem technical support indicated that insulin delivered by the pump and bolus calculations matched pump settings. Recommendation was made to contact health care provider to discuss diabetes management.